Event description:
The customer reported discrepant results on multiple assays generated by the architect i2000sr processing module for multiple patient samples. Upon repeat testing on an alternate analyzer, the results were within the normal range. The following data were provided: sid: (B)(6) (40 yrs old, female): free t4 initial result = <0.40 ng/dl, repeat result ((B)(6)) = 0.99 ng/dl (normal range: 0.70 to 1.48 ng/dl). Sid:(B)(6) (39 yrs old, female): prolactin initial result = 56.52 ng/ml, repeat result ((B)(6)) = 26.40 ng/ml. Sid: (B)(6) (34 yrs old, female): tsh initial result = 9.79 iu/ml, repeat result ((B)(6)) = 4.42 iu/ml (normal range: 0.35 to 4.94 iu/ml) free t4 initial result = <0.40 ng/dl, repeat result = 1.16 ng/dl (normal range: 0.70 to 1.48 ng/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.